Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the initial investigation details, the reported condition of the device smoking during usage could not be duplicated. A f/u report will be submitted if the final results of the quality investigation require one.

Event description:
It was reported that the handpiece began smoking during a total knee procedure. The procedure was completed with another device. There was no procedural delay. There were no adverse consequences reported as a result of this event.